Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt the lead dislodged. It was further reported that there was tissue in the helix. The tissue was removed and attempted to reimplant but after a few location attempts it was decided to use a different lead. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt the lead dislodged. It was further reported that there was tissue in the helix. The tissue was removed and attempted to reimplant but after a few location attempts it was decided to use a different lead. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted there was blood on the distal electrode.